Manufacturer narrative:
(B)(4). This event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results, with two different compact plus meters, within 10 minutes: 25 mmol/l (system 1) and 8.0 mmol/l (system 2). No adverse event reported. The customer was using different test strip drums for each meter. The lot number of the drum used with this meter was not provided. No products were requested to be returned for evaluation.